Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to noise caused by a lead fracture. Additionally, the ra lead exhibited a high threshold and impedance values outside the normal range. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to noise caused by a lead fracture. Additionally, the ra lead exhibited a high threshold and impedance values outside the normal range. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.